Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23dec2019.

Event description:
The customer reported the touch screen does not respond. There was no patient involvement. The manufacturer¿s international service technician could not confirm the reported issue. The manufacturer¿s international service technician stated the reported error could not be duplicated. The unit successfully passed the required performance verification test.